Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aoritc balloon pump (iabp) unit alarming iabp disconnect. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.